Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible.

Manufacturer narrative:
H3 other text : device not returned to manufacture.

Manufacturer narrative:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center. The technician confirmed that found evidence of foam degradation during the device evaluation. The third-party service center concludes that they could confirm the customer's allegation. During the evaluation, secondary findings was observed. The device was scrapped. In box h6: conclusion code grid has updated.